Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. Upon evaluation, the unit was run for 24 hours during which one abnormal shutdown occurred. The cause of the abnormal shutdown is a defective u104 pxa component. Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) to zoll because it was resetting.